Event description:
Knee replacement on (B)(6) 2009. I was told the implant after my surgery would last me twenty plus yrs. This implant came apart on me while walking a yr later. I developed a bad limp and had excruciating pain after my 2nd month post-op. Doctor did nothing to investigate.

Event description:
Add'l info rec'd from reporter (B)(4) 2011: dear division of small manufacturers, international, and consumer asst: enclosed is a copy for your review of a letter sent to me referencing my failed knee implant for the "maude adverse event database". However, when I check your database, I see nothing pertaining to my complaint and I'm following up as to the status of this report. Also, I was informed that when this was done, a letter also gets sent to the manufacturer about my complaint. Can someone please advise me about what is now going on with my complaint? I may be reached at the above phone number and I have a message machine to take messages if I'm not available. Thank you in advance for your anticipated response.